Event description:
The customer's mother reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 112 mg/dl, compared with the sensor reading of 144 mg/dl. The caller was advised about compression and provided with tips on how to prevent or resolve the issue. The customer's mother also reported that the insulin pump alarmed calibration error after the customer swam. She was advised to wait 45 minutes to an hour before trying to calibrate again in order to allow the blood glucose and sensor reading to align.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.